Event description:
While a tpn solution was being administered to a neonate weighing 0.6 kgs, a precipitate was observed in the solution. The solution was discontinued. Testing of the baby showed an elevation of potassium. The discontinued bag was subsequently tested and showed 27 milimole/liter of potassium though none had been ordered via the compounder formulary. The infant was treated for elevated potassium. The condition of the infant is improved to the same as its premature twin.